Manufacturer narrative:
This is a retrospective medical device report for a complaint on the subject device. It was determined this complaint required a medical device report after a review of medical device report determination procedures. Patient information is not available for this report. A review of the device history records was performed for the subject device. The review revealed there were no anomalies or discrepancies were noted within the device history records for the product of the subject device lot. All records showed product met specifications and passed the incoming inspection. The locking collar of the tcs bone screw did not appear to have any damage. The tcs bone screw's hex head was stripped. This malfunction of the locking collar falling off the tcs bone locking screw appears to be a result of misuse.

Event description:
During a surgical procedure, the locking collar fell off of a tcs bone locking screw. The surgeon successfully finished the procedure using an additional screw.